Event description:
Boston scientific crm received information that this device was electively explanted due to normal battery depletion. There were no allegations or complaints against the device's operation, functionality or longevity. Upon return, initial routine device analysis revealed the device had failed to meet longevity specifications. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was at end of life (eol) with a battery voltage of 2.21 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to a compromised low voltage capacitor, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.